Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 13.8-16.6cm from the lead tip. The silicone insulation was abraded and the sensing conductor was visible. An external insulation abrasion was found at 4.9- 5.3cm from the connector pin, consistent with lead friction to the ICD can. Electrical testing that could be performed resulted in normal measurements.

Event description:
It was reported that during follow up, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.